Manufacturer narrative:
The insulin pump was received with no escape or down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. No reset error alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer stated that the insulin pump alarmed unexpected restart after she had replaced the battery for 30 minutes. The customer stated that she had clipped the insulin pump to her bra, took the device out to bolus, and the insulin pump never made a noise prior to the button error alarm occurring. The customer was unsure what her blood glucose reading was. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.